Event description:
The patient was undergoing a thrombectomy procedure in the anterior tibial artery using an indigo system catrx aspiration catheter (catrx) and a non-penumbra sheath (6fr). During the procedure, while advancing the catrx down the target vessel, the physician experienced resistance and kinked the proximal end of the catrx. The physician then attempted to straighten it out; however, the catrx fractured. A snare device was used to remove the distal portion of the catrx. The procedure was completed with another catrx and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.